Event description:
The patient has 2 lv leads and not sure which one they are referencing. On most recent transmission from (B)(6) 2023 the lv has been programmed off and avd have been set to pav of 350ms and sav of 300ms. Patients vp has changed from 80.6% to 0.6%. Caller provided information alluding to epicardial issues: when the patient goes for gen change, the care plan is to unplug current epi lv lead and check the additional epi lv lead for further use. Complaint: lv capture threshold high. Caller stated this occurrence started the day after most recent gen change (B)(6) 2021 and the ep decided to wait to go in until next gen change. (B)(4) merged into (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).